Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: 694958 lead. A proximal portion of the lead was received measuring 13 cm and a distal portion of the lead was received measuring 45 cm. Analysis revealed that the distal conductor was extrinsically over-rotated and the proximal conductor developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead had t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.